Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2013; asr resurfacing - right reason(s) for revision: unknown. Bilateral patient - (B)(4). Update received (B)(4) 2013. Hospital added. Update received: (B)(4) 2013 - added reason(s) for revision: alval / soft tissue reaction. Update received (B)(4) 2013 - confirmed revision took place: (B)(6) 2013.

Manufacturer narrative:
Asr revision to take place on (B)(6) 2013. Asr resurfacing - right. Reason(s) for revision: unknown. Bilateral patient - see (B)(4) for left hip. Update received 10th october, 2013. Hospital added. Update received: 25th october 2013 - added reason(s) for revision: alval / soft tissue reaction. Update received 3rd dcember 2013 - confirmed revision took place: (B)(6) 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.